Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, a review of the alarm log, and functional testing were performed. The low battery alarm was identified during the review of the alarm log and functional testing. The cause of the condition was determined to be a damaged battery and damaged fuses. The cause of the damage was not determined. To correct the condition, the battery and the fuses were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a battery low alarm. The alarm occurred before use. There was no patient involvement. No additional information is available.